Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, the alleged short battery life issue was verified in the black box but not duplicated in the evaluation. Review of alarm history found evidence of short battery life. Black box showed that there was a voltage drop leading to a low battery warning about 3 months before the complaint date. Caps were not returned, and using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without any warnings. Electrical current draws were within specifications. Pump casing was opened and no intermittent conditions were found with the printed circuit board or the continuous glucose monitor module.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery life was less than expected. Reportedly, the pump did emit low battery alarm. It was noted that there was no damages to the battery compartment and cap, and there was no evidence of moisture or corrosion in the pump. It was reported that the correct battery type was used and it matched the battery settings in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.